Event description:
Customer tested with suspect device and obtained a blood glucose reading of 176 mg/dl. He felt weak and shaky. Emts tested blood glucose and obtained a reading of 40 mg/dl and gave glucose IV. Customer had been getting higher readings and increased his diabetic pill to 2x day per rns orders for the previous week. Controls tested were out of range.